Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the procedure was completed with this device; however, when the physician pulled the balloon out, it got stuck in the endoscope and the balloon material detached. It was confirmed that no pieces of the device detached in the patient and the device and detached fragment were removed together with the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was reported to be over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.